Event description:
Medtronic received information regarding one of its devices through the swift prime clinical trial . The solitaire was used to treat an occluded right m1 middle cerebral artery (mca) segment. During the second pass in the right m2 mca segment, vasospasm occurred and intra-arterial administration of the verapamil (5 mg) was given. The patient was also reported to have suffered a subarachnoid hemorrhage and subarachnoid contrast extravasation on the same day as the procedure. There was no treatment provided and the events resolved within a few days without sequelae. The adverse events were noted to be related to the IV t-pa and device. The patient was transferred to the unit in stable condition having tolerated the procedure well. Per the clinical events committee (cec), this was re-labeled as contrast extravasation and not a hemorrhage because it was only reported on the immediate post-procedure CT and not reported on the 27 hour follow up. The site reported the ae as hemorrhagic transformation and was study disease related with onset on procedure date.

Manufacturer narrative:
Additional information: the device was not returned for analysis as it was discarded. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported experience. Please note that this report is the initial report and not additional information. (B)(4).